Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for transforaminal lumbar interbody fusion therapy. It was reported that catalyft broke. Patient symptoms were unknown. There were no complications reported as a result of the event. Additional information received from manufacturer representative that the cage has lost height. There is no plan/schedule for revision surgery.

Manufacturer narrative:
G4: 510k number is unknown as the product identifiers are not provided. H6 - the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for transforaminal lumbar interbody fusion therapy. It was reported that catalyft broke. Patient symptoms were unknown. There were no complications reported as a result of the event.additional information received from manufacturer representative that the cage has lost height. There is no plan/schedule for revision surgery. Levels implanted were lw5/sw1. Patient had a symptom of back pain post operation. 15.01.2025 loss of distraction of the cage and sintering ap, loss of height from 13 to 12.4mm sag, lordosis loss 31 to 28°.

Manufacturer narrative:
Radiographic image review: 1.2 panel image l3-s1 fusion ap x-ray l5 s1 shaft collapsed in left panel compared to right 2. Lateral x-rays 2 panels l5 s1 shaft appears collapsed in left panel compared to right different projections noted however. Notified date corrected to (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.